Manufacturer narrative:
Corrected information: initial report was filed inadvertently. This device is not approved for distribution in the u.s. And is not same or similar to a product commercially available in the u.s. The event reported under MDR 3012307300-2018-08580 was determined to be not reportable and no further reports will be filed using this file number.

Event description:
Information was received that a smiths medical laryngeal-tube had the slip-joint connector break following the intubation of a patient. Immediately following, it was replaced with another one.